Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please clarify how the ¿device misfired.¿ the device did not load clip into jaws properly, it also fired malformed clips (scissored and bent,) and clips fell freely after successful application of clips to tissue.

Event description:
It was reported that during a general hernia repair procedure, the device misfired. The surgeon used this same device to complete the procedure, but it continued to misfire. There were no adverse consequences for the patient. The device did not load clip into jaws properly, it also fired malformed clips (scissored and bent) and clips fell freely after successful application of clips to tissue.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.